Event description:
It was reported that this right atrial (ra) lead was suspected of lead dislodgement. In addition, since getting an implant device a pounding sound liked was audible. The patient was in touch with the physician and transmission report was being read. Additional information indicated that the patient experienced the reported sensation from the daily right ventricular lead threshold test which was programmed off. As of this time, this ra lead remains in service. No adverse patient effects were reported.